Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was duplicated and confirmed.  The assignable root cause was determined to be improper cleaning.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar surgical procedure, it was discovered that the motor device would ¿not hold the burr at all¿. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.